Manufacturer narrative:
This report is for two unknown locking screws, not one as initially reported. Part and lot numbers were not provided by reporter. Reporter¿s email and phone number were corrected. Reporter fax number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two unknown locking screws.

Event description:
It was reported that the patient was treated for a subtrochanteric hip fracture on (B)(6) 2014. At that time a trochanteric fixation nail (tfn) was placed. This patient has since presented with non-union. The postoperative x-rays (date unknown) had shown a great reduction and the hardware still appeared to be intact. Clinical findings showed delayed healing. Revision surgery was performed on (B)(6) 2015. The original hardware was removed; a new nail and associated hardware were implanted. A bone graft was also applied. The surgery was completed successfully with no surgical delay and patient status was reportedly okay. This report is for one unknown locking screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not reported. Event date is unknown. This report is for one unknown locking screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.